Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, uterine bleeding and uterine dilation and curettage. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), headache ("headache"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary tract infection ("infection: urinary tract") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"), neoplasm ("tumors") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the allergy to metals, cystitis, bladder disorder, urinary tract disorder, weight increased, neoplasm, alopecia, fatigue, nausea, headache, migraine, hormone level abnormal, female sexual dysfunction, urinary tract infection, weight decreased and endometriosis outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, bladder infection, bladder problems, urinary problems, weight gain, tumors, hair loss, fatigue, nausea, headaches, migraine, hormonal changes discrepancy: date of insertion previously reported as (B)(6) 2004 now it is reported (B)(6)2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: (per pfs): total bilateral occlusion. (Per mr): apparent effective tubal occlusion by the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events abnormal bleeding (general), abnormal bleeding (vaginal), apareunia, infection: urinary tract, weight loss, endometriosis, pelvic pain was added. Updated outcome of event menorrhagia from unknown to recovered / resolved. Lab data, concomitant conditions, reporter information, patient demographics was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), headache ("headache") and migraine ("migraine") and was found to have weight increased ("weight gain"), neoplasm ("tumors") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the dyspareunia and dysmenorrhoea had resolved and the allergy to metals, menorrhagia, cystitis, bladder disorder, urinary tract disorder, weight increased, neoplasm, alopecia, fatigue, nausea, headache, migraine and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, bladder infection, bladder problems, urinary problems, weight gain, tumors, hair loss, fatigue, nausea, headaches, migraine, hormonal changes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿dyspareunia (painful sexual intercourse)¿. New events added: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, bladder infection, bladder problems, urinary problems, weight gain, tumors, hair loss, fatigue, nausea, headaches, migraine, hormonal changes and plaintiff did not undergo essure confirmation test. Essure insertion date and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.